Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while filling the cartridge with insulin, a leak was observed at the bottom of the cartridge and another cartridge was used. After filling the new cartridge, the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose was 480 mg/dl.